Manufacturer narrative:
Engineering evaluation was performed. The evidence indicates a failed rear bearing as the root cause for the failure in the temperature test. When the motor was disassembled, the front bearing was stuck but intact, in the front bearing holder. The bearing balls were loose in the assembly along with some dust and particles. These most likely came from the rear bearing, which had failed. The outer ring of the rear bearing was located stuck in the rear bearing holder. A small, free roaming ring was identified as half of the inner rear bearing ring. The other half of the inner bearing ring was discovered melted to the proximal end of the drive shaft. Only three rear bearing balls were recovered. The remaining balls could have disintegrated which created the dust that came out of the motor when it was disassembled. The drive shaft had significant scoring marks at both its proximal and distal ends. Both the proximal end of the front bearing holder and distal end of the rear bearing holder had gold-colored shavings covering them which was most likely transferred onto them from the drive shaft. The rear bearing inner ring cracked; creating the two halves of the rear bearing¿s inner ring. The internal spacers for the rear bearing balls disintegrated (or were otherwise compromised) allowing the bearing balls to rotate in uneven spacing. This uneven spacing would have allowed the inner ring halves to slip from the center position allowing the bearing balls to escape into the motor cavity. Since the rear bearing inner ring was no longer retained in the center position, the drive shaft would have been able to move out of its centered position. The misalignment of the drive shaft would cause it to have significant friction with the rear and front bearing holders, thus transferring the gold metal shavings from the drive shaft to the bearing holders. The mid-motor overheating would have been caused by an additional supply of current recruited to overcome the elevated frictional loads between the loose rear bearing balls, the misaligned drive shaft, and the bearing holders. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 51.9°f and the device seized during testing. However, the rate of temperature rise was over threshold at 6.3°f/sec. Evaluation determined that the rear bearing was worn. The device has been escalated to engineering for further evaluation. The engineering evaluation is pending. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report the motor was frozen. No patient impact reported. Repair escalated to product event on diagnosis due to overheating over threshold. On follow up it was reported the event occurred during set up prior to the surgical procedure. The person operating the device when the motor seized was provided. It was confirmed that there was no impact to the patient or staff. The model number of the concomitant attachment was provided. On further follow up the user facility name was provided.